Event description:
I received a false positive test on sars-cov-2 rna, ql, rt pcr (covid-19) from (B)(6). I performed two pcr test that day to ensure I had a result for an international flight. The first one came back negative, and this one came back positive. I took a rapid pcr test today (B)(6) and it came back negative. (B)(6). FDA safety report ID # (B)(4).